Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states: ¿during a knee arthroscopy surgery it was not possible to insert t2 when t1 was already inserted¿. Visual assessment confirms complaint. The insertion needle is bent. A short length of suture was returned for examination. The depth limiter was cut to surgeon¿s desired length. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a knee arthroscopy surgery, it was not possible to insert t2 when t1 was already inserted. No patient injuries or significant delay reported. Back-up device was used to complete the surgery and t1 was removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.